Manufacturer narrative:
The neat close device involves two FDA-registered mechanisms: the cartridge (neatclose suturing device) containing the suture, product code gam, a single-use device. The handle (instrument, ligature passing and knot tying), product code hcf - a reusable device since the report concerns an adverse event related to the needle / in section d (suspect medical device) we report the suturing device and not the instrument ligature. At the end of the laparoscopic procedures, the cartridge containing the nitinol needles is discarded into a special container for infected sharps and was therefore not returned to the MFR for examination. Conclusions: the severity of the risk of leaving the needle in the pt has been assessed as one that is expected to complicate the procedure and may result in minor injury to the pt. The needle is made of medical-grade, high quality biocompatible nitinol that follows astm f-2063 standard and has been used in various implants and medical devices. The cartridge's sterilization process was validated and its cytotoxicity evaluated and there should be no infection or other biological hazard expected from the needle being left behind in the tissue until it is extracted by the physician. As corrective action neatstitch has opened a CAPA re-assessing the frequency and severity of this risk. This CAPA has lead to an r&d plan for mitigating it that has been initiated.

Event description:
Background: the neatclose suturing device is intended for use in the approximation and/or ligation of soft tissues in laparoscopic procedures. The event occurred during a laparoscopic hysterectomy tlh/bso using the da vinci robot where dr (B)(6) was the surgeon. The pt was obese and there were adhesions and a fair amount of abdominal fat on the stomach wall. Description of event: the resident fired the device at the beginning of the procedure. The first attempt to close the port using the neatclose device resulted in both needles being stuck in the abdominal wall. Both needles were removed. The resident turned the handle to find the button and fired the device. As a result of the handle being turned the needles were not positioned perpendicular and in contact with peritoneum, so the misfire was inevitable. The needles were retrieved and the device was reloaded. The rep explained to the resident how to hold and position the device and then fire it using her thumb. Cause analysis: the first misfire was clearly due to user error. The resident was not personally trained by the sales rep before this procedure. Training was performed by dr (B)(6) who has used the neatclose device multiple times in the past. The rep has reported that early on, someone on the hospital staff was showing other staff members incorrect loading, which could have caused a misfire to occur. The cause of the second misfire is still unclear. Multiple attempts to contact the hospital and dr (B)(6) by our clinical support team were in vain, as were multiple e-mail messages sent to quality department unanswered. For the lack of add'l info we are unable at this point to determine the cause of the second misfire. Conclusions and corrective action: neatclose is a device that is technique-specific requiring a learning curve to be properly performed. Any resident should be directly trained by the rep, just like the physician, prior to the procedure unless the physician decides he can train the resident which would make it his/her responsibility. In addition, in any procedure where the physician encounters difficulty in getting a trocar through the peritoneal wall or if there is a considerable number of adhesions present on the fascia, such a pt would not be ideal for use of the neatclose product.